Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification) with a non-penetrating nick. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed in the surface of the shell.

Event description:
Healthcare professional reported left side rupture and pain. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and pain. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side rupture and pain. Device has been explanted.

Event description:
Healthcare professional reported left side device rupture diagnosed by CT scan and pain. Device has been explanted.